Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that an output connector was broken and further noted that the lower case was also broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial wire socket connector on the external pulse generator was broken. It was requested that outputs be verified. The generator was returned for service. No patient complications have been reported as a result of this event.